Event description:
It was reported by user facility that patient underwent an open reduction, internal fixation procedure on (B)(6) 2012. During the procedure the surgeon was using a drill with a 1.1 drill bit when the bit fractured off into the patient's ankle. The fractured piece was located and successfully removed from the surgical site.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following could not be completed with the limited information provided. Expiration date - unknown; date implanted - n/a; date explanted - n/a; manufacture date - unknown. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (Depuy) on (B)(4) 2012 (closing date). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.)